Manufacturer narrative:
Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-51- user mechanical stress (possibly dropped, broken, mishandled). (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for broken display. Customer reported that the meter shows 2 dashed lines. The customer's expected blood glucose test result range was undisclosed. During the call on 06/07/2017, the customer reported feeling sweaty and thought that his blood sugar was low. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.